Manufacturer narrative:
Rayner intraocular lenses ltd. Has allocated the reference (B)(4) to this case. The patient has undergone multiple ocular procedures both pre and post c-flex aspheric 970c iol implantation. The healthcare professional reports that the development of opacification was first observed on (B)(4) 2014. Remedial, corrective and preventive action was taken by the healthcare facility on (B)(4) 2014. The c-flex aspheric 970c iol was returned to rayner on july 7th 2014. Analysis of the iol will be undertaken by a third party independent laboratory. The results of the device analysis will be provided in a follow up report. The patient has had repeat bilateral ocular surgical trauma, with ocular inflammation over a prolonged time. The combination of environmental conditions, multiple surgical procedures and patient health could be causative factors to the development of opacification in this instance. Our review of production records for the c-flex aspheric 970c iol batch 028e78932 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects.

Event description:
Rayner intraocular lenses limited received notification from its distributor in taiwan of an event that occurred following implantation of a c-flex aspheric 970c intraocular lens (iol). On (B)(6) 2014 the healthcare professional observed the development of opacifications in the os eye.